Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical analyzer and determined the defective 3-way valve. The fse replaced the 3-way valve to resolve the issue. The fse performed calibration and quality control with acceptable results. The fse verified the analyzer returned to normal operation. The customer was satisfied and did not report further issues. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for multiple chemistries including c-reactive protein (crp), calcium arsenazo (cala), magnesium (mg), sodium (na), chloride (cl), iron (fe), transferrin (trf), lipase (lip), direct bilirubin (dbil), creatinine (crea), alkaline phosphatase (alp), and aspartate aminotransferase (ast), involving their au480 clinical chemistry analyzer. The patient sample was repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics; provided results for this patient.